Event description:
It was reported a cerebrospinal fluid (csf) leak occurred as the physician was attempting to place a lead at the l1 level. The physician performed a blood patch and the procedure was completed. Postoperatively, the patient reported experiencing a headache which resolved approximately one hour after later.